Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized due to hyperglycemia on unknown date. The customer¿s blood glucose level was unknown at time of incident. The customer stated that the infusion set cannula was bent. It was unknown that auto mode feature was active or not at the time of event. The customer declined troubleshooting for the high blood glucose level. The device will not be returned for analysis.